Manufacturer narrative:
(B)(6). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer said the tip of a softclix lancet broke off in his finger. He said the portion of the lancet remaining in the device did not retract. He said it protruded past the end cap of the softclix device. Customer said he received medical treatment at his doctor's office. He said the doctor extracted the piece of the lancet with a tweezer-like device and wrapped the top of the patient's finger with a bandage. No further treatment was administered. A request was made for the return of the device and lancets, replacement was sent.